Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo 12.1 implantable collamer lens of -7.0 diopter into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens and the problem was resolved. Cause is reported as unknown.